Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tubelip, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they smelled insulin on the insulin pump. Customer also reported receiving occlusion alerts. Troubleshooting did not find any occlusion alerts in the alarm history. Customer reported a no delivery alarm and weak battery test alarm was present in the alarm history. Customer's blood glucose was 8.9 mmol/l. The insulin pump will be returned for analysis.